Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve in the aortic position using transfemoral approach, after the 14fr sheath was inserted successfully, there was resistance while attempting to advance the valve and delivery system. When more force was applied, the delivery system and valve exited the side of the sheath, and the artery appeared to be perforated. The vascular surgery team was notified and called in to perform an open repair of the iliac system. The valve, delivery system, and sheath were retrieved. The artery was torn and the team proceeded with a fem-fem repair. The patient is currently stable and able to exit to the recovery unit. The access vessel was calcified with significant tortuosity. The vessel was pre-dilated 6 fr to 14fr. The valve and delivery system were a few centimeters past the proximal non-expandable portion when the difficulty was experienced. The loader was able to be fully inserted into the sheath/sheath housing. The sheath was inserted at a steep angle. The delivery system was in default position during insertion. In a photo of the devices, it appeared the sheath liner was torn and the valve strut was bent.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Imagery was provided by the complaint site. Per the 3mensio, the patients access vessel had presence of severe calcification, severe tortuosity, and undersized access vessel. Review of a photo of the used device showed the crimped valve was exposed through the sheath with multiple bent struts at the outflow. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: aortic occlusion balloon, iliac occlusion balloon, reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques: surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for frame damage was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, procedural factors (delivery system and valve exiting the side of the sheath) was a likely cause for the artery perforation. Per the report, after the 14fr sheath was inserted successfully, there was resistance while attempting to advance the valve and delivery system. When more force was applied, the delivery system and valve exited the side of the sheath, and the artery appeared to be perforated. Per imagery review, the patients access vessels had presence of severe calcification, severe tortuosity, and undersized access vessel. The presence of calcification, tortuosity and undersized vessel can create a challenging pathway during delivery system advancement, and it can lead to resistance and high push force. It is possible that the valve struts catch within the sheath during the delivery insertion through the sheath, and further excessive device manipulation resulted in the delivery system and valve exited through the side of the sheath, and resulted in the bent struts observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Available information suggests that patient factors (calcification/ tortuosity/ undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for frame damage was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Available information suggests that patient factors (calcification/ tortuosity/ undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. A definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified, risk assessment and CAPA was previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.